Event description:
This console was not on a patient. The customer reported that during a routine console system checkout, the vacuum adjustment potentiometer on the console was not working. This alleged product malfunction poses no risk to a patient because it occurred during a console checkout and was not on a patient. In addition, the alleged malfunction does not negate the ability of the console to continue to perform its life-sustaining functions. This console has been returned to syncardia for evaluation.